Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.

Event description:
It was reported that the pt stated, that she is no longer able to hear with her vibrant soundbridge since approx 2 months. According to the ent-doctor, she seems to have cleaned her ear canal by herself very often - probably with q-tips. The cable of the vibrant soundbridge came out of the ear canal by the time, or was visible directly under the skin. After she cleaned her ear canal herself once more, she was no longer able to hear with her vibrant soundbridge. During a surgery carried out on (B)(6), 2011, it was tried to reposition the fmt, but as this was not possible, the pt was reimplanted.